Event description:
Pt alleges the pt's implants were removed due to leakage and/or rupture. Surgical pathology report states the right implant was leaking and the left implant appeared intact. Surgical pathology report also states both implants had fibrous capsules.